Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 407652 lead implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had noise. Ventricular high rate episodes were noted. It was also reported that the right atrial (ra) lead was fractured. The rv lead was explanted and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.